Event description:
It was reported that the patient experienced "tightened muscles" and a loss of settings. The patient reported that his muscles tightened "in his spine to his shoulders, so tight that it threw him on the floor." The patient stated that this occurred following the outlet in his bathroom "activating his medtronic stimulator." The patient further reported that following the event, his settings "were taken away and he only had one active parameter on his stimulator." The patient additionally noted that they were "afraid to go to the emergency room because there was so much electronic equipment." The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3887-28, lot# l60986, implanted: (B)(6) 1999, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's device had been checked and that it was "working just fine" and there were no issues with the device. It was noted by the health care professional (hcp) that there was no evidence to substantiate the claims made. It was further noted that the patient thought that the bathroom outlets in the clinics had caused him to have muscle spasms due to electromagnetic interference (emi). The reporter stated that "none of that was true." It was noted that the patient stated that he would avoid the bathroom outlets at the clinics by attending a different clinic. The patient was last seen (B)(6) 2013 by the hcp.

Manufacturer narrative:
(B)(4).